Manufacturer narrative:
Investigation including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol.25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The customer reported a corneal burn. The incision was a clear corneal incision at 2.75mm. The corneal burn was noticed during phaco just as the procedure began. The wound was sutured with post operative astigmatism noted. The pt outcome is good.